Manufacturer narrative:
Manufacturing review of the cormatrix ecm for cardiac tissue repair device history record could not be completed as the lot/serial number was not provided. It is also noted that per the instructions for use (IFU - art-20700b) provided with the finished cormatrix ecm for cardiac tissue repair device, forming a tubular graft and usage for arteriovenous fistula is an unapproved, off-label usage. Should the device have been used per approved indications, the instructions for use reflects stenosis and thrombosis as potential complications associated with the procedure and device. Further, the instructions for use state in warnings & precautions, and in the suggested instructions for implantation, that the edges of the device must be sutured to viable native tissue and must not be sutured to homografts, synthetic or chemically cross-linked materials. The joining of two pieces of ecm tissue (2 ea. 4cm x 7cm strips) does not comply with suturing of device ends to viable native tissue. Should aziyo receive any additional details related to this event, a supplemental report will be filed.

Event description:
As part of the post market surveillance process, this prospective pilot case study report published in the journal of vascular access 1-7. 2019 titled "using cormatrix for partial and complete (re)construction of arteriovenous fistulas in haemodialysis patients: (re)construction of arteriovenous fistulas with cormatrix" was reviewed. This article provides the results of six (6) patients who underwent surgery between may 2016 and july 2018 for vascular access reconstruction due to thrombosis of unsalvageable arteriovenous fistulas, patients with high-flow arteriovenous fistulas and patients with microvasculature in which autologous arteriovenous fistulas did not mature. This report is focused on patient #5 (per publication table 1: patient demographics) for a (B)(6) yr. Old male with aneurysmatic brachiocephalic arteriovenous fistula (avf) on left upper arm. The surgeon utilized a tunneling device and two (2) pieces of 4cm x 7cm (each cut in two halves) of cormatrix ecm for cardiac tissue repair (now aziyo biologics model #: cmcv-120-404, lot#: unknown off label to create an 28cm (6mm diameter) tubular graft between the cephalic vein aneurysm and the perforant vein. At 4 weeks post-op, stenosis of the cormatrix venous anastomosis and hypotension with avf thrombosis. Patient treated with unsuccessful tea+avf reconstruction with partial excision of cormatrix and construction of new arterial and venous anastomosis with cormatrix. At 3 months post-op, thromboembolism to brachial artery with brachial artery and avf thrombosis treated with local thrombolysis with cormatrix. Graft remained implanted through article follow-up period of 6 months. Attempts to contact corresponding author have been unsuccessful for any additional information. Should any additional information be received a follow-up report will be filed. This article was reviewed in 2019 post market surveillance.